Event description:
In 2006, the pt underwent an interventional procedure to place a stent in the internal carotid artery. An emboshield was used. During the procedure, the filter detached from the wire into the internal carotid artery. The physician was able to retrieve the filter with the retrieval sheath. A second emboshield was used successfully and the procedure was completed with no adverse effect on the pt. Angiogram was performed peri-procedurally.